Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the 8mm harmonic ace instrument teflon coating detached from branches tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic distal pancreatectomy instrument harmonic ace curved shears ref. 480275 lot n. L81240702 exp. 2026.07.31 had teflon coating detached from branches tip. No patient issue. Cs 51585123 f67. Back-up instrument used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi obtained the following additional information regarding the complaint: the procedure was completed with no delays. No fragments fell inside the patient. A same backup instrument was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.